Event description:
The patient was scheduled to undergo surgery due to having high impedance, >9,000 ohms. During the surgery the neurosurgeon first checked the lead for any visible defects but there were none seen. The generator was then checked with a test resistor which resulted in the impedance being high still, >9000 ohms. Based on the results it was assumed that there was an issue with the generator so a new generator was opened and implanted but high impedance was still observed. The new generator was then checked with the same test resistor which resulted in high impedance. A new test resistor was then opened and inserted into the new generator and the impedance was then within normal limits, 4,500 ohms, so the surgeon suspected there to be an issue with the first test resistor used. When reconnecting the new generator to the already implanted leads, high impedance was still observed and as a generator issue was ruled out the surgeon then replaced the leads and the impedance was within normal limits. Internal data from the explanted generator was received and reviewed. The explanted devices have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator and lead were returned to undergo product analysis. Product analysis was completed and approved for the lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis the pin coil was found to be broken after electrode bifurcation. Both coil ends were dark, pitted, and showed signs of a stress induced fracture. Continuity checks of the returned lead portion were performed during the functional analysis, and no other discontinuities were identified. Other than the coil break, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Product analysis was completed and approved for the generator. There were no performance, or any other type of adverse conditions found with the pulse generator.